Manufacturer narrative:
Our field service engineer (fse) replaced the control printed-circuit (pc) board according to the recommendation in the service manual. The ventilator was returned to service after successful functional and safety tests. Pre-use checks tests and simulated-use tests were performed in a reference ventilator, but the problem could not be reproduced. Evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of the remaining nebulizing time were generated four times, in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts, with persistent inability to handle the remaining nebulization time, the ventilator per design generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator was manually turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory, which has parameter information stored. In such situations, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, a technical error indicating, "disabled valves" was generated and it stopped working. There was no patient injury reported. (B)(4).